Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent telemetry. It was also noted that the display drops. As a result the link electronic module (lem) circuit board and display hinges were replaced.

Event description:
It was reported there was intermittent rf (radio frequency) head issues. The physician states that it works when the connected site is held down during use. The programmer was returned to check the connector. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.